Event description:
It was reported that the balloon ruptured. The 95% stenosed target lesion area was located in a moderately tortuous and mildly calcified superficial femoral artery. A 6.00mm/2.0cm/135cm peripheral cutting balloon was selected for use in a percutaneous transluminal angioplasty. During the procedure, it was noted that the balloon was inflated for 30 seconds at 6 atmospheres upon the first inflation. The device was removed from the sheath. The procedure was completed with another of the same device. There were no patient complications reported.